Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 7232cx implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The partial lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo, the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported the patient developed an infection with right ventricular (rv) lead vegetation. The lead was removed and not replaced. The product was returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.